Event description:
Customer reported the rotor broke off during analysis.

Manufacturer narrative:
The express 4 centrifuge rotor breakage was reported without loss of sample, leading to ejection of the unit "flung" around and dented a nearby cabinet. No injuries were reported, no one required medical attention, and there was no exposure to biohazard.